Event description:
Related manufacturer reference number: 2017865-2022-38695 it was reported that pacing inhibition due to oversensing noise was observed. The patient was in physical therapy using a tens machine when the event occurred. The patient¿s heart rate had dropped during the physical therapy. No intervention was performed and no patient consequences.